Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's controller displayed the replace generator soon error message. Troubleshooting was performed, wherein the software app was updated which resolved the issue. As a result, therapy access was restored to the patient.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.